Event description:
The user facility reported that water could not pass through the subject device. The device is an olympus loaner. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with a black object made of rubber and a transparent filament (foreign material). This report is being submitted for reportable malfunction of foreign material in nozzle.

Manufacturer narrative:
During inspection and testing, the reported issue (water could not pass through device) was confirmed and found to be caused by clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, although the foreign material could be marked as a "black object and transparent filament", it was not possible to identify this material further. As it was concluded that the event was not due to user handling of the device, it was not possible to presume the cause of the event further. As a preventive measure, it is recommended that the user facility receive instruction/reinstruction on how to handle device in accordance with the instructions for use (IFU) when loaning the device. Olympus will continue to monitor field performance for this device.